Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0x48mm xience skypoint stent delivery system (sds) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with moderate calcification and mild tortuosity. The first 2.50x48mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, could not cross the lesion due to the anatomy. Therefore, the sds was removed and resistance was noted during removal due to anatomy. Then a second 3.00x48mm xience skypoint sds was attempted to advance to the target lesion; however, also could not be advanced due to the anatomy. The second sds was removed also with difficulty due to the anatomy. There was no adverse patient effect or no reported clinically significant delay in the procedure. A non-abbott stent was use complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.